Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular lead. No changes or intervention was performed. The patient was stable before, during, and after the visit.